Event description:
On (B)(6) 2014, the customer contacted ameda via phone call and reported low suction with her purely yours breast pump. The customer reported that she had mastitis. She was started on a prescription of ciprofloxacin on (B)(6) 2014, her third course of antibiotics for ths diagnosis. She was hospitalized for two days due to her mastitis infection. On (B)(6) 2014, the customer stated that her mastitis symptoms and breast edema was resolving and that her milk release and output was improving.

Manufacturer narrative:
The returned product was tested for suction at six different settings. Cycle rate was concurrently observed and visually compared to a provided ref waveform. Cycle rate was determined to be conforming and all vacuum measurements were within specification. No evident of malfunction was observed. This indicates that the returned product is capable of operating within specifications.